Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic hysterectomy procedure, the device bag partially detached from the ring. They used another device to resolved the issue and complete the case. The patient was alive with no injury.